Manufacturer narrative:
(B)(4). Evaluation: results: endoleak. Results/conclusions: severely tortuous vessels, disease progression, dilated and angulated aortic neck, device implanted in a patient with a severely angulated aortic neck.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 38 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently the vessels were described as severely tortuous. The aortic neck is 24 mm in diameter and it had a 90 degree bend between the graft and the lowest renal on the left. It was reported that a proximal type 1 endoleak and distal migration of 4 cm was noted in a routine CT scan (see MFR # 2953200-2010-01829). The migration was attributed to disease progression neck dilatation and angulation. Approximately 1 month ago 2 aneurx cuffs were placed proximally, which reduced, but did not completely resolve the endoleak (see MFR # 2953200-2010-01831). A palmaz stent was then placed, but the endoleak was still present slightly. No further intervention was done. No additional clinical sequelae were reported, and the patient is fine.